Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on 11/19/2007 along with concurrent cystoscopy due to second degree cystocele, vaginal prolapse, urinary incontinence. It was reported that following insertion the patient experienced pain, vaginal odor/discharge and dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2008, (B)(6) 2008 and (B)(6) 2010 due to mesh exposure and dyspareunia. It was reported that the patient underwent laparoscopy, cauterization of ovarian cyst, hysteroscopy, suction d&c on (B)(6) 2009. No additional information provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.